Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3 389s-40, lot# v337831, implanted: (B)(6) 2009, product type: lead. Product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had difficulty walking since the battery was replaced in his neuro stimulator unit. He mostly got stuck in short mincing steps that were like marching in place in double-time and going nowhere. It was noted that the patient was at setting d at 2.9 rather than d at 3.5 which was where he was at prior to his appointments at ucsf. The patient used the programmer to increase the setting to 3.5 and 3.4. Both times, using two separate programmers, he got the same warning icon: an ins with no lightning bolt. It was reported that the patient had the implantable neurostimulator (ins) turned off and had a sudden onset return of symptoms on the day of this report. There was no emi exposure. The patient could not walk and had difficulty moving. The patient's daughter changed the patient programmer settings to icons only. The patient had not realized that he turned their device off and locked up the screen by pressing too many buttons. The patient's difficulty walking resolved. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.